Event description:
It was reported that right ventricular (rv) lead was repositioned as the lead had no capture one month after implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead (B)(6) 2014. (B)(4).